Manufacturer narrative:
(B)(4). Upon follow up, the event was further specified to be bacterial peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The patient did not respond to treatment and dianeal therapy was later discontinued. The patient was discharged from the hospital after 13 days. At the time of this report, the patient had not yet recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal dialysis fluid during peritoneal dialysis (pd) therapy. On the same day, the patient was reported to be hospitalized for the event. It not was not reported if the patient was treated for the event. Pd therapy was ongoing. It was not reported if the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient was born in 1952. This complaint is for an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).